Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the maryland bipolar forceps instrument involved with this complaint and completed the device evaluation. Failure analysis investigation replicated/ confirmed the customer reported complaint. Failure analysis found the primary failure of the damaged conductor wire insulation to be related to the customer reported complaint. The maryland bipolar forceps instrument was found to have signs of the thermal damage to the conductor wire¿s insulation at the distal end. The conductor wire was exposed as a result. The instrument passed the electrical continuity test. The root cause of this failure is attributed to mishandling/misuse. Additional observation not reported by site that is related to the primary failure was also identified: the maryland bipolar forceps instrument was found to have thermal damage on the bipolar yaw pulley. The root cause of this failure is attributed to mishandling/misuse. A review of the instrument log for the maryland bipolar forceps instrument (part number 471172-16/ lot number k13211101 0042) associated with this event has been performed. Per logs, the maryland bipolar forceps instrument was last used in a procedure on 14-april-2022 via system (B)(4). The alleged instrument had 12 uses remaining after the last procedural use. An event verification confirmed the procedure was performed on the reported event date 14-april-2022 on system (B)(4). A review of the site's complaint history found that there were no other complaints for this product. No image or video of the procedure was provided for review. This complaint is considered a reportable malfunction due to the following conclusion: it was alleged that the rubber at the tip of the maryland bipolar forceps instrument was burnt. The allegation could be related to the potential for electrical discharge at a location other than intended. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that prior to starting a da vinci-assisted simple prostatectomy surgical procedure, the rubber at the tip of the maryland bipolar forceps instrument was found to be burnt. There was no report of patient injury. The maryland bipolar forceps is a multiple-use electrosurgical endoscopic instruments with a grasping tip to be used in conjunction with the da vinci system and an external electrosurgical unit (esu). The instrument is designed to provide energy from the designated location on the instrument (the tip) to the planned anatomical location when used as intended. The energy is activated by pressing the designated pedal on the surgeon side console (ssc). Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.